Event description:
It was reported that the patient was found unresponsive on (B)(6) 2012, and it was later confirmed that the catheter was dislodged. It was unclear when the catheter diagnosis was confirmed. The pump was set to the minimum rate mode until the planned catheter revision on (B)(6) 2012. The reporter stated that the patient did have a history of seizures, but it was unclear if that was the cause of the loss of consciousness. The medications in the pump were fentanyl, bupivacaine, and dilaudid. Additional information had been requested but was not yet available at the time of report

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709 lot# l78688 implanted: 2000-(B)(6) product type catheter product ID 8596sc serial# (B)(4) implanted: 2009-(B)(6) product type catheter. (B)(4).